Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number, therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris loop was used during a procedure in the kidney. The exact implant date was not reported, however, the stent was implanted for approximately two weeks. According to the complainant, during a planned stent removal procedure on (B)(6) 2019, it was noticed that the polaris loop was not in a straight shape when removed, causing difficulty removing from the patient. The stent was removed using a grasping forceps with local anesthesia, and the procedure was completed successfully. There was no serious injury, nor were there any adverse patient effects reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable.